Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the day of (B)(6) 2026, as well as a batch of user-initiated log files from the controller serial number reported in the complaint uploaded on 15mar2026 were downloaded and reviewed. Review of the cloud data confirmed that the insulin on board (iob) had increased over 20 u in the evening on (B)(6) 2026. The android log files from the reported controller showed that a 20 u bolus not based on a carb or blood glucose entry was delivered on (B)(6) 2026. The log files showed evidence of interaction with the controller to confirm the 20 u bolus, as the audit logs show that the confirm and start buttons were pressed to deliver the bolus. This 20 u bolus resulted in the total iob increasing above 20 u. No evidence of an uncommanded bolus or of issues with iob tracking were observed in the available data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod at the time medical attention was sought. On (B)(6) 2026, the patient delivered a meal bolus prior to eating. The bolus calculator suggested 2.5 units. Shortly afterward, the patient experienced elevated heart rate and shakiness. A glucose check showed 150 mg/dl with a downward trend arrow, and insulin on board (iob) was noted to be between 20 to 21 units, leading the patient to believe an excessive, unintended bolus was delivered. That same night, the patient contacted paramedics. While awaiting arrival, the patient consumed four juice boxes (144 grams of carbohydrates). When the paramedics arrived, a finger-stick glucose of 69 mg/dl was recorded. No treatment was provided due to improving glucose levels, and the patient was monitored for approximately 30 minutes. No formal diagnosis was given other than hypoglycemia due to excess insulin. The patient later reported lack of confidence in continued pod use. Review of controller settings appeared normal, and the event was considered consistent with an unexpected bolus calculation/potential pod malfunction.